Event description:
It was reported a wireless module would not connect to the customer's network. There was no reported pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device failed to pass testing due to a failure on the radio printed circuit board caused by a constant check battery alarm. The device was removed from service.